Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Some connectors of the tigerpaw system ii device were engaged. Suturing was used to complete procedure. There was no patient negative effects.